Event description:
It was reported that noise on the ventricular and atrial channels triggers inappropriate diagnosis. Capacitor charged but did not delivery therapies. Low pacing impedance was observed. Can to lead abrasion was suspected. The lead remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes that the lead was replaced. There were no adverse consequences to the patient.